Manufacturer narrative:
The insulin pump was received with intermittently responsive buttons, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies, per visual inspection. The device was also received with a cracked case at display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after going swimming in the ocean. Customer's blood glucose was 126 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.